Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. There was <1cc of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual sample for investigation and visual inspection revealed no anomalies. Performance testing confirmed the complaint, the device leaked. It is most likely that the device was on the lower end of adhesive injection volume for the primary adhesive ring, and that the technique used did not allow for optimal dispersion around the opening. The device was sufficiently cured to pass through the 100% leak test, but not enough to endure shipping, handling, and pressure changes.